Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam motorpack was not returned for investigation of the reported event. The investigation of this event was conducted by reviewing the treatment log files, device history record, and labeling. A review of the treatment log files was unable to confirm the reported e22 - motorpack error message. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 22c00419 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults e22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause for the reported e22- motorpack error message was unable to be established, as the returned device was not returned for investigation. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation an "e22 - motorpack error" occurred and the aquabeam motorpack stopped recognizing a connection with the aquabeam robotic system. As a result, the aquabeam motorpack was replaced with a new motorpack unit and the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 40 minutes. There were no adverse health consequences to the patient due to the reported event.